Event description:
Additional information received that the 6-8ml air was used to inflate the cuff. 2. Upon the first inflation, the hcp noticed that the cuff was leaking air very slowly. Despite this, they continued using the same tube and added more air to maintain the pressure. Eventually, they observed an increase in air pressure and decided to replace the tube.

Manufacturer narrative:
H3: visually, there was no damage in the construction of the device seen by the unaided eye. Functionally, howe ver, when a syringe was used to inject 20cc of air into the cuff balloon, a portion of the cuff, near the cuff notch, was adhered to the device during inflation. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. The pilot balloon inflated as intended, but the a portion of the cuff remained adhered to the device and did not inflate/unadhered. A review of the global complaint data showed four similar complaints about this lot number. H6: fdm b17, fdr c20, img g04134 and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the cuff was leaking after intubation and could not be used, so he replaced it with the backup endotracheal tube and completed the operation. The cuff was not fully inflated. After the anesthesiologist injected 5ml into the cuff several times, the cuff was not fully inflated, and the anesthesiologist suspected a problem with the cuff. The cuff and tube checked prior to use and they did not function properly. Air was used to inflate the cuff. Nitrous oxide was used for the anesthetic. They did not use a bite block, and the anesthesiologist suspected that there was a problem with the cuff during use, so he replaced the endotracheal tube with a new one. The intracuff pressure was not monitored. They noticed an increase in airway pressure, and the anesthesiologist suggested changing the tube. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code of fdc d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.